Event description:
Device appears to be undersensing on the atrial lead. P wave measures 1.0mv, programmed sensitivity is 0.90mv. See egms# 523, 524, 538, 539 and presenting egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).